Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an intermittent failure of the front panel/keypad led pca was observed and the device failed a step during testing. The device's front panel/keypad led pca and active exhalation control module were replaced to address the issues.